Event description:
Olympus was informed that during a therapeutic stone removal procedure, the subject device reportedly became lodged and the users were not able to remove the subject device from patient's bile duct. The users reportedly switched to a (B)(4) mechanical lithotriptor and attempted to crush the stone, however, one of the wires outside of the patient's body reportedly broke. The users reportedly cut the coil sheath and wires and deployed the (B)(4) emergency handle, and the stones were said to have been crushed. An unidentified endoscopic procedure was said to have been performed on the patient following the event. The patient was said to have been under observation following the procedure and was reportedly recovering.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. There were no abnormalities observed in the outer diameter of the operation wire. The cause of the reported phenomenon could not be conclusively determined, but the size and the hardness of the stone could not be ruled out as a contributory factor to the user's experience. The manufacturing history for the device was reviewed, and no irregularities were noted. This report is being submitted as a medical device report in an abundance of caution.